Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that the power cord on the cycler was loose and when it was tightened, there was a noticeable spark seen. Technical services issued the patient a new cycler. The patient was advised to inform the pd nurse about the event. In a follow up, the nurse confirmed the patient was not connected to the machine at the time of the incident and there was no harm to the patient because of this malfunction. It was reported that the patient knows how to perform manual treatments and was able to do so in the absence of a cycler. The cycler is available to be returned for analysis.

Manufacturer narrative:
Correction: a.1., a.3., and h.6.

Event description:
A peritoneal dialysis (pd) patient reported that the power cord on the cycler was loose and when it was tightened, there was a noticeable spark seen. Technical services issued the patient a new cycler. The patient was advised to inform the pd nurse about the event. In a follow up, the nurse confirmed the patient was not connected to the machine at the time of the incident and there was no harm to the patient because of this malfunction. It was reported that the patient knows how to perform manual treatments and was able to do so in the absence of a cycler. The cycler is available to be returned for analysis.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed the paint on the heater tray was damaged. Hipot test passed. Patient hipot test passed. Safety analyzer test passed. Voltage check passed. The simulated treatment post-accelerated (ast) 2 hour and 15 minute 8500 ml test passed. There were no visual discrepancies found during an internal inspection of the returned cycler. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported that the power cord on the cycler was loose and when it was tightened, there was a noticeable spark seen. Technical services issued the patient a new cycler. The patient was advised to inform the pd nurse about the event. In a follow up, the nurse confirmed the patient was not connected to the machine at the time of the incident and there was no harm to the patient because of this malfunction. It was reported that the patient knows how to perform manual treatments and was able to do so in the absence of a cycler. The cycler is available to be returned for analysis.